Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted supporting the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the patient developed an intracranial hemorrhage. Sodium bicarbonate was infused into the purge solution in an attempt to reduce bleeding. The patient remained on impella support.

Manufacturer narrative:
Updated information: b2 selected death and added date of death, h1 changed to death, h6 impact code added f02, h6 med dev probl code added a0709. This supplemental MDR is being filed to report investigation results, from investigation completed on 2025-08-01, new information received regarding a placement signal issue received on 2025-09-03, and correction to capture impact code for death. The investigation for stroke has been completed. The root cause of the stroke was unable to be determined due to insufficient clinical details.

Event description:
Additional information was provided which stated that a placement signal issue occurred.